Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The user facility reported a 74 year old patient with an impella cp due to acute myocardial infarction and cardiac procedure. The impella was inserted and started, using best practices. During support it was noted that the impella was left shallow across av. Flow was optimal for p-level. It was also noted that the patient had sedation turned off and became restless. Femstop on groin became mispositioned and hematoma formed. Femstop was repositioned in addition to received one unit of red blood cells. Additionally, the impella was repositioned under echo guidance due to the pump being caught in papillary muscle. It was also noted that the impella appeared to have been explanted.

Manufacturer narrative:
The investigation of positioning issues and access site bleeding has been completed. The impella device was not returned for evaluation. Access site bleeding: the cause of bleeding issue most likely was due to patient movement since it occurred after patient transferred to ICU and malpositioned femstop repositioned and hematoma stable. Positioning issues: the cause of positioning issue most likely was use related due to improper technique.